Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic bypass surgery, the patient presented dark blood in the stool. There was no patient injury.